Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced increased leg pain since trial lead placement and the trial system prevented patient from having an MRI. Patient's trial lead was explanted as a result.